Event description:
Damage of the insertion post and therefore of the implant. Implant had to be removed in the same surgery. No other implant was placed.

Manufacturer narrative:
Damage of the insertion post and therefore of the implant. Implant had to be removed in the same surgery. No other implant was placed. The damage was caused by mechanical overload caused by user. Dentist should have consulted instruction for use to prevent this from happen.